Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient presented for follow-up after feeling a vibratory notification, the device was unable to be interrogated. The device was explanted and replaced. The patient tolerated the procedure well.

Manufacturer narrative:
No conclusion code available. The reported inability to interrogate was confirmed in the laboratory and was due to low battery voltage. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine a root cause for the low battery voltage.